Manufacturer narrative:
The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The alleged defective part was not returned for analyse; therefore the condition of the part is unknown. This device is used for treatment. A complaint history review was performed for this part. The search identified no other complaints for the same lot the search also identified no additional complaints for this device for the same or similar issue. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
It was reported that the modular box provisional had to be cut apart as it was unable to be removed. This resulted in a 45 minute delay.

Manufacturer narrative:
The complaint was confirmed as product was returned. The device returned has the post cut from the main body. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.